Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. The initial inflation was performed to 16 atms. The balloon was being used to post dilate a stent. The 90% stenosed lesion was located in the calcified right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".